Event description:
It was reported when the physician inserted the introducer into the pt, blood leaked from the hemostasis valve. The physician obtained a new device, and the procedure continued with no consequences to the patient.

Manufacturer narrative:
One braided swartz introducer, an 8.f dilator and a 12 ml terumo syringe were received for evaluation. Review of the device history record confirmed the device met manufacturing requirements prior to shipment. Visual and functional inspection confirmed a valve leak at the silicon hemostasis seal in the hub. The instrusctions for use (IFU) state that the catheter must be withdrawn slowly to prevent leaks from occurring. The dates are estimated. Only the month/year is known.